Event description:
The customer reported a physicist discrepancy: the x-ray field versus viewable field ratio exceeded the allowable limit by greater than 4%. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator iris. System operates as intended.